Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of morphine due to programming error. A patient was being converted from the hospital's standard concentration morphine infusion to our higher concentrated infusion. The clinician manually programmed the pump and selected the high concentration hydromorphone product in the drug library instead of morphine. The pump delivered the entire syringe to the patient over 1.5 hours, which was unexpectedly quickly. There was patient involvement, but the outcome is unknown. Multiple requests have been made for additional information from the customer, however the customer declined to provide additional information. There is a product enhancement request to add interoperability functionality to the pca pump module.

Event description:
It was reported there was an over infusion of morphine due to programming error. A patient was being converted from the hospital's standard concentration morphine infusion to our higher concentrated infusion. The clinician manually programmed the pump and selected the high concentration hydromorphone product in the drug library instead of morphine. The pump delivered the entire syringe to the patient over 1.5 hours, which was unexpectedly quickly. There was patient involvement, but the outcome is unknown. Multiple requests have been made for additional information from the customer, however the customer declined to provide additional information. There is a product enhancement request to add interoperability functionality to the pca pump module.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.